Event description:
I used clear care plus contact lense cleaner with 3%peroxide to rinse my rt contact lense. I have experienced very bad burning and stinging to my eye. I might end up going to the doctor for a remedy as I have flushed the eye with water and saline but it still hurts. I have very bad eye sight without my glasses. I feel that if clear care contact lense cleaner would put their product in a bottle shaped much differently than a regular saline contact lense bottle that my injury as well as many others could be totally avoided and prevented. Did the problem stop after use stopped: yes. How was it used: ophthalmic. Dates of use: (B)(6) 2019 - (B)(6) 2019.